Manufacturer narrative:
(Intervention req), (patient code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tubing turned yellowish. Customer reported that recannulation of a replacement tube was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during inspection and prior to use on a patient, the tubing turned yellowish. There was no patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.